Manufacturer narrative:
All available patient information has been included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated ldh (lactate dehydrogenase) results when processing on the architect c4000. The following results were provided: patient a: initial value was 208, however the patient recalibrated and reran this original sample with a new reagent kit and the result was 387. Additional results for this patient were 268, 274, 275, and 275. Patient b: initial result was 215 and retest was 310. The account uses a normal reference range of 125-220. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of instrument service history, a search for similar complaints, a review of trending data, and a review of product labeling. The instrument service history review revealed zero additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No adverse trend was identified for tickets with replacement of part numbers 01g47-04 c4/c8 rgt pr rohs, and 01g48-04 sample probe. No non-conformances were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.